Event description:
(B)(4). It started out as just elongated periods and bad acne, but led to a cyst removal surgery; debilitating pain in my groin/lower abdomen; month long periods with only a few days of relief between; thick, heavy periods; collapsing randomly; dizzy spells; insomnia; forgetfullness; brain fog; hair falling out on my head; pubic hair growing behind my knees and in thick patches on my thighs; facial hair; weird rashes on my arms and legs that would come with no warning and go away on their own; teeth crumbling; stroke like symptoms; allergies to my jewelry; fatigue; depression; extreme migraines that impacted my vision; lack of sex drive; sharp pain during intercourse; moodiness; lack of motivation; weaker immune system; reduced to tears in front of the doctor from so much pain when she would do my pelvic exams; ending with a hysterectomy in the summer of 2014. I was to the point where I was taking a vicaden about once a week just to get comfortable enough to sleep for a few hours. After my hysterectomy, I never even got the pain meds filled out because so much of my pain was already alleviated. Most of my symptoms have gone away at this point. My hair's grown back in, my skin's cleared up, my migraines have settled down, and while a lot of my memory is still fuzzy, my focus is back and I can think again. I don't have the pain anymore and can enjoy time with my husband once more. My kids have told me they're happy I'm not sick anymore and can play again.